Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the patient had a heart attack during a procedure.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: service - patient stopped breathing had a heart attack not sure the cause confirmed failure: software and calibration issue, valve assembly failure probable root cause: 1. Pressure sensor malfunction / out of calibration 2. Software malfunction 3. Use error 4. System design 5. Unwanted movement of internal components / wiring 6. Insufflator operated at least-favorable environmental conditions for an extended period of time. 7. Pressure button does not disengage

Event description:
It was reported that the patient had a heart attack during a procedure.

Manufacturer narrative:
Alleged failure: insufflator was being used during laparoscopic procedure patient stopped breathing had a heart attack. Confirmed failure: software and calibration issue, valve assembly failure. Probable root cause: pressure sensor malfunction / out of calibration; software malfunction; use error; system design; unwanted movement of internal components / wiring; insufflator operated at least-favorable environmental conditions for an extended; period of time. Pressure button does not disengage. Gtin: (B)(4). The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the patient had a heart attack during a procedure.